Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient not cleaning the area before performing pd therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset the patient was hospitalized and began treatment with intrazoline (route, dose, and frequency not reported, duration of 14 days) and ceftazidime (intraperitoneal, 1 gram for 14 days, frequency not reported) for peritonitis. Dianeal therapies were ongoing. The patient recovered 14 days after the onset of peritonitis. It was not reported if the patient was retrained on aseptic technique. No additional information is available.